Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer states the device's handswitch (also known as knob) is broken. There was no patient involvement.